Manufacturer narrative:
(B)(4).

Event description:
Medtronic representative reports eos/eol message 22 days after implant. Additional information is not available at the time of this report but has been requested and if provided, a follow up report will be sent.